Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: two photos were received by our quality team for evaluation. From the photos, the cannula crossing the shield was observed, confirming the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Investigation conclusion: complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Root cause description: upon investigation, it is likely that this nonconformance occurred during the assembly process, when the shield is introduced to the syringe. Due to an insufficient adjustment in the assembly machine, the shield was incorrectly positioned bending the cannula. Awareness of this nonconformance has been raised to the production floor. Rationale: we can ensure that the probability of finding this kind of defect is an infrequent issue and any recurrence is really unlikely in our products, in accordance no actions are required.

Event description:
It was reported that needle 27ga 3/4in needle pierced the shield. The following information was provided by the initial reporter: a complaint was reported by an end user; the needle was sticking through the needle shield.